Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed an older style aml stem (14/16 taper) and duraloc cup. Patient had metallosis in joint from worn out poly. The head and cup were revised due to wear sustained by the head articulating on the cup because the polyethylene liner was completely worn through. The stem was well-fixed but revised due to extensive proximal posterior femoral bone loss. Doi: unknown; dor: (B)(6) 2020: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.